Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around server plug in (z-block) chip, adhesive around light guide lens had a crack, and adhesive around objective lens had a crack was cause traced to component failure and for forceps elevator had foreign material or stain was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited forceps elevator had foreign material or stain, adhesive around server plug in (z-block) chip, adhesive around light guide lens had a crack, adhesive around objective lens had a crack. There was no patient involvement.